Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when during a device change out procedure due to normal elective replacement indicator, the riata lead was capped due to an elective reason and no malfunction allegation on the riata lead was present. During the same procedure, the durata lead was implanted and several repositioning was completed. There was high, out of range, high voltage lead impedance and high inadequate capture threshold issue. The r-wave value was normal. Lead was explanted and a new lead was implanted. The durata lead was cut for the lead exchange upon the sheath intro. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported events of high pacing lead impedance and high pacing threshold were not confirmed in the laboratory. Analysis was normal. No anomalies were found.